Event description:
It was reported that there was intermittent noise and low impedance on both the right atrial (ra) and right ventricular (rv) leads due to insulation damage. It was also reported that the patient had complained of "not feeling well" as the intermittent noise inhibited pacing. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Proximal conductor fractured and outer insulation breached in ¿vivo/ clavicle rib crush. This damage did contribute to the electrical complaints. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2010. (B)(4).